Event description:
Complainant alleged that while the ems team was monitoring a male pt in supraventricular tachyarrhythmias the device display intermittently went off and on. The team continued to monitor the pt with the device. The pt's heart rate was converted with medication. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.